Event description:
The physician performed a percutaneous endoscopic gastrostomy tube placement with a "peg" system. It was reported that during the procedure the feeding tube separated at the dilator connector. Forceps were used to immediately retrieve the feeding tube. Placement of a second feeding tube was attempted; however, the second feeding tube also detached at the dilator connector. The procedure was completed using another manufacturer's device. Actual product evaluation was not recorded, as the devices were not returned for analysis.